Event description:
It was reported that during a ptca treatment procedure, the maverick monorail balloon ruptured at 6 atms. (The number of inflations performed is unknown). The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous right coronary aftery. The maverick monorail balloon was being used to predilate the lesion for placement of two stents. The maverick monorail balloon was removed and replaced with another balloon to successfully predilate the lesion for placement for the express2 and s670 stents. It is noted that resistance was met with insertion and removal of the maverick monorail balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.